Event description:
Radiofrequency machine (rf) continued to send stimulation when powered off. Had begun sensory and motor stimulation testing, when stopped all stimulation, area around cannula continued twitching. Machine was re-booted, cables removed and reseated, separate rf machine used, new probes used, tried seating in all ports (a, b, c and d); all things trialed were done changing one variable at a time. Regardless of changes, continued to have twitching when powered off. Final adjustment was removing 10x100 cannulas (x 3 cannulas) and replacing with 10x150 cannulas and probes. Issue resolved at that time. For detailed explanation of procedure and issue please read md note: the posterior neck and upper thoracic region was prepped in the usual sterile fashion. Using the fluoroscope, a skin wheal was made with 1% pf lidocaine for local anesthesia and 22-gauge 100 mm insulated needles with 10 mm uninsulated tips were initially used. Under intermittent fluoroscopic guidance, the needles were positioned to the centroid of the _ articular pillars at c3 and c4. Sensory testing was initially conducted at the c3 level and yielded appropriate local responses at levels less than 0.5 v. However, immediately after this initial test the patient reported having sustained stimulation/spasming. I did visually observe that there was pulsation of the cannula and probe even though the machine was not turned on to be sending an electrical signal. I immediately had the assisting nurse disconnect the probe cables from the terminal. We systematically then went through each variable we could think of in order to troubleshoot why a signal was being transmitted even though the machine was not turned on for sensory or motor testing. Measures individually trialed included rebooting the rfa machine, switching out the probe cables, switching out the grounding pad, unplugging and plugging back in all of these cables as well as the terminal blocks cable from the machine, attempting to use a different providers preset settings. However, none of these stopped the continuous administration that was noted and described above. We even replaced the rfa machine with the 1 that this used in the other procedure room and this also produced the same effect. It was not until we removed the 100 mm cannulas and placed 150 m cannula as that this abnormality subsided. With the newly placed cannulas (which were placed in identical fashion as described above), we performed initial testing again and appropriate local stimulation in the procedural area was felt at less than 025volts. Motor was tested with appropriate local response at less than 0.7 v. Bupivacaine 0.5% was administered at each site following negative aspiration, for a total of 0.5ml at each site. Lesioning was then conducted at 80 degrees centigrade for 90 seconds without issues. Needles were removed. The exact same procedure was then conducted on the left side using 150 mm cannulas using identical technique and fashion. Sensory and motor testing were then conducted again, with appropriate local responses at less than 0.4v and 0.4 v respectively. 0.5ml of 0.5% bupivacaine was then administered and lesioning was conducted at 80 degree centigrade for 90 seconds. Needles were removed. The patient remained conscious and interactive throughout the procedure, intermittently endorsing no pain or other sensory symptoms into the ipsilateral upper extremity. There were no complications with the procedure other than the technical challenges noted above, and the patient was taken to the recovery area where they recovered uneventfully. With the patient's consent and witness of assisting nurse and radiology technologist, I did take a brief video of the abnormality noted above in order to share with our medtronic industry representative with the hopes of troubleshooting this issue and avoiding circular situations in the future. I did show the video to the patient after the procedure, and patient again said it was fine to send this off. The video did not have any patient identifying characteristics as it only revealed the procedure site on the back of the patient's upper back and neck, and the rfa machine. There was no patient information recorded in the video. Again, this video will only be used to share with the medtronic representative in order to troubleshoot the technical challenges noted above and will not otherwise be published publicly or stored beyond sharing with the medtronic team.